Event description:
During use of the device for cardiopulmonary bypass, the fio2 displayed by the electronic gas delivery module was higher than the actual measure fio2. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.